Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 575mg/dl. Customer¿s current blood glucose was 575 mg/dl. Customer¿s blood glucose 451 mg/dl at the time of call. Customer was treated with insulin shot. Drive support cap was normal. Customer did not allege for under delivering. The product will be returned for the analysis.